Manufacturer narrative:
A siemens customer care center (ccc) was contacted by the customer. The ccc reviewed the data provided and found that quality control (qc) was in range at the time of the event. The customer reseated and aligned the sample and reagent probe 2, cleaned sample and reagent drains. The customer then centered the nuts on reagent 1 and 2 probes, centered the sample tubing, reviewed ultrasonics (at 100%), and checked cuvettes. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the reagent 2 probe and performed preventative maintenance. The cause of the discordant, falsely elevated total bilirubin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated total bilirubin (tbi) results were obtained on five patient samples on a dimension xpand with hm instrument. The initial results were not reported out to the physician(s). New samples were tested on the same dimension rxl instrument, resulting lower. The repeat results were released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated total bilirubin results.